Manufacturer narrative:
A review of the treatment records indicates the procedure was completed as recommended with no complications. Patient tolerated the procedure very well. Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Seven weeks after treatment, the patient who is also a physician in the practice reported fibrous bands causing pain when stretching her arms overhead and pulling at the insertion in her mid-arm limiting this motion. She expressed her belief the treatment injured her long thoracic nerve, a very superficial branch of the brachial plexus. While attempting to return to her upper body workouts, she was unable to lift a weight overhead on her left side and has a winged scapula. Three days following the initial report, the physician patient reported a visit to urgent care for pain. She was diagnosed with a thrombosed vein and superficial thrombophlebitis.